Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on radius, green particles in the shell and gel. A visual and microscopic analysis was performed which identified: sharp opening on posterior, striated opening on anterior, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening. Striated pattern of opening assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.